Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022 the patient underwent an implant of a 20mm amplatzer amulet left atrial appendage occluder for a left atrial appendage (laa) closure procedure. During the procedure a the procedure was completed successfully and the occluder was performing as intended. The night of (B)(6) 2022, the patient developed issues with their blood pressure. Transesophageal echocardiogram (tee) revealed that the patient had a pericardial effusion leading to tamponade. A pericardiocentesis was immediately performed but the bleeding was uncontrolled. The patient was sent to open heart surgery at a different hospital. During the surgery, a hole was found in the laa. After the surgical procedure, the patient was closely observed. Two days post surgical procedure, the patient passed away due to multi-organ system failure. It was thought that the laa was perforated using the amplatzer guidewire prior to the occluder placement. There are no allegations against the 20mm amplatzer amulet occluder.

Manufacturer narrative:
An event of pericardial effusion leading to tamponade, a hole found in the left atrial appendage (laa), and patient death was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined, but is consistent with the guidewire puncturing a hole in the cardiac tissue. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications.